Event description:
Boston scientific received information that this atrial lead and device were successfully implanted. Post procedure, this lead displayed atrial lead noise and high out of range impedance measurements. It was thought there may be a lead fracture. An intended atrial lead revision was performed. When the pocket was opened, it was observed the atrial proximal set screw had not been tightened securely. The lead was disconnected and reseated in the device setscrew. Normal measurements were obtained. It was determined there had been a connection issue and the issue was resolved. No adverse patient effects were reported. This lead remains implanted and in service.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.